Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging particles in airway from device and having throat irritation, blood clot in lungs while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported as malfunction, after further review it is concluded as adverse event. The following corrections were made to reflect serious injury: section(s) b1, b2, have changed related to the complaint, changing from the reported product problem to an adverse event. Section h1 was updated to reflect a serious injury. Section h6 has been updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging anissue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience particles in airway from device and having throat irritation, blood clot in lungs while using this device. There was no medical intervention required by the patient. The reported event of skin cancer and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation and at this time, no further investigation can be performed. Ifany additional information is received, a follow up report will be filed. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.